Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument fractured while the surgeon was impacting implant.

Manufacturer narrative:
Visual examination of the returned product found that the returned impactor pad is the wrong impactor pad that assembles with this handle. According to the print, the impactor pad is suppose to be grey and the one that was returned is black. The returned impactor pad is fractured and all the pieces were returned. Inspection of the handle found it to show signs of repeated use; nicks, light scratches, wear and strike marks along with faded etching. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.